Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavh, hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort ("feeling in the abdomen of a baby kicking for a couple of weeks"), musculoskeletal pain ("having sharp pain when I move in between my shoulder blades, pull my shoulder"), hypoaesthesia ("numbness down my right arm") and fatigue ("extreme fatigue") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal discomfort, medical device removal, musculoskeletal pain, hypoaesthesia and fatigue outcome was unknown. The reporter considered abdominal discomfort, fatigue, hypoaesthesia, medical device removal and musculoskeletal pain to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: feeling in the abdomen of a baby kicking for a couple of weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: fatigue, hypoaesthesia, medical device removal and musculoskeletal pain .reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.